Manufacturer narrative:
Manufacturer's investigation conclusion: a pump stop event was confirmed via the submitted log file. The submitted log file contained events spanning from (B)(6) 2023. A pump stop event with associated low speed, low flow, and no external power alarms was captured on (B)(6) 2023. The system was connected to 14v (volt) batteries during this event. Of note, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated drainage of the external 14v batteries to result in the observed no external power alarms. While the pump was stopped, the ebb (system controller's backup battery) was recorded as ¿active¿ due to this accelerated drainage, per design. The pump had ramped back up to the set speed by the next event recorded in the file, and no other notable events or alarms were captured. Based on heartmate ii complaint history and similarly reported events, the data captured in the log file is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. C) is currently available and contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-03390. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had high priority alarms associated with pre-syncope and the sensation of intermittent pump stops with a duration of 5 seconds or more. It was noted that the patient had been placed on an ungrounded cable and had a history of an external driveline repair. Log file review captured low voltage hazard and pump off events on (B)(6) 2023 at 8:18pm while connected to battery power. The patient lost battery power on both power leads based on rsoc values, which triggered low voltage hazard and no external power events. The pump speed was at zero for a couple of seconds despite the emergency backup battery (ebb) being enabled. The ventricular assist device (vad) resumed normal operation after the event. It was noted that the ebb had 28 months left before expiration. Review of the submitted x-ray images found some separation at the pump end bend relief and some thinning of the ground shielding lower down. It was likely that the internal fracture had matured into a phase-to-phase short which can cause pump stops on any power source. There was not enough length of the external driveline to perform another driveline repair. The patient would be monitored for further alarms. Related manufacturer's report: 2916596-2023-05439.